Event description:
The event is reported as: the doctor was performing a robotic prostatectomy when the clip would not close on the vessel. No pt injury reported.

Manufacturer narrative:
Samples received for eval. The results of the investigation are not available at the time of this report.